Event description:
A conversion surgery took place on (B)(6) 2025, to link an axle to a custom promade component in a total elbow arthroplasty. The surgeon did not remove the suspected component, as there were no signs of breakage or fragmentation. The surgery was completed as intended. The device was inspected prior to use and found to be acceptable. The previous surgery was performed on (B)(6) 2025. Product implanted: axle #small (product code: 9159015010u03, lot n.: 2435932, sterilization n.: (B)(4)). Patient female, 78 years old. Event occurred in the united states.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot n. 2435932, no pre-existing anomaly was found on the 18 devices manufactured respectively. This is the first and only complaint received on this lot. We submit a final MDR when the investigation is complete.